Event description:
Pt entered hospital on (B)(6) 2017 after MRI confirmed colloidal cyst blocking third ventricle and hydrocephalus. Surgery scheduled for (B)(6) 2017 by dr (B)(6) at (B)(6) hospital in (B)(6). Use of mayfield skull clamp device created skull fracture, epidural hematoma of significant size that cyst surgery had to be abandoned while in process. Endoscopic surgery was proceeding at approx 3 hrs duration; surgeon indicated that he had located cyst site and then suddenly and unexpectedly endoscopic field of vision closed. Surgeon conducted immediate cat scan to identify reason for brain shift to occlude endoscopic field of vision. Scan identified that pt's skull had fractured at temporal bone due to mayfield pins fracturing skull. Physician and nurses urgently located family and add'l "informed consent" paperwork for emergency craniotomy to address epidural hematoma from mayfield screws. Surgery for cyst was immediately aborted after the cat scan and right temporal lobe craniotomy and performed to drain and stop brain bleed.